Event description:
It was reported that the 3.0 x 38 mm xience alpine stent delivery system (sds) was attempted for use in the anterior tibial (at) artery with a dissection, but met resistance at the bifurcation of the iliac vessel and could not cross the lesion. While the sds was being removed the stent implant dislodged off the balloon. A second groin puncture of the opposite leg was performed and an unspecified balloon dilatation catheter (bdc) was used as treatment of the lesion with good flow restored to the area. The dislodged stent was removed from the vessel snared with the balloon. Although additional procedure time was noted, there was no reported clinically significant delay. Outside the anatomy an examination of the stent implant revealed a bend [circle] in the stent. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement and damage were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported the stent delivery system was attempted to be used in the tibial artery. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.